Manufacturer narrative:
The reported event was for ¿stylet perforated the lead lumen¿ was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found an insulation breach and bent/stretched inner coil consistent with a stylet perforating the lead body, consistent with procedure damage. Electrical testing was normal with no anomalies found. The cause of the reported event was due to a stylet perforating the lead body, consistent with procedure damage.

Manufacturer narrative:
Correction: the correct investigation conclusion code should have been d1102, rather than d14.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricle (lv) lead was perforated by a stylet and was failing to advance. The lv lead was not used. The physician continued to use second lv lead and completed the procedure. The patient was in stable condition.